Event description:
A vague pump report of overinfusion during clinical use. It was reported that the pump was set to deliver an unk fluid at a rate of 62cc/hr over 4 hrs and the infusion was completed in 3 hrs. No add'l clinical info was able to be obtained. No pt injury was reported.